Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump turned off. The customer¿s blood glucose levels was 179 mg/dl. The customer was assisted with troubleshooting. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged. The customer was reported that the insulin pump did not turn on. The customer was advised to replace and to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).